Event description:
It was reported that during an ankle fusion surgery the screw driver tip broke whilst inserting the screw. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t25 hexalobe, cannulated, iso, trilobe had broken. No broken piece was returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.